Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the during the ipg replacement procedure on (B)(6)2018, an expired torque wrench was used during the procedure. The torque wrench was discarded after the procedure. Patient was prescribed antibiotics after the procedure as a precaution. The device information cannot be obtained as the device was discarded.